Manufacturer narrative:
(B)(4).

Event description:
On 08apr2019 medwatch #5085088 was received via mail from the food and drug administration (FDA). The reporting eye care provider (ecp) reported a patient (pt) was seen for an eye exam and diagnosed with a central corneal scar (affected eye not provided) while wearing the acuvue oasys brand contact lenses. The ecp reported the pt used contact lenses for the past two years with a prescription that was only good for one year. Pt purchased lenses about 6 months ago from an unknown source who reviewed the pts prescription without an eye exam. The pt had no interaction with a doctor and did not participate in any q&a to renew the contact lens prescription. The pt had blurry vision, was over-wearing the lenses, including overnight wear, up to six weeks. The pt had no idea the contact lens wearing pattern was harmful. Va is reported as 20/30 (corrected to ¿2015¿ in the office). No additional medical information was provided. No contact information was provided, unable to obtain any additional medical or product information. The lot number is unknown. It is unknown if the suspect lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.